Event description:
It was reported that the customer thought the pump was not delivering the insulin properly. The customer's blood glucose level was 140 mg/dl. The customer was assisted by a relative and "everything was good".

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.